Event description:
It was reported via repair work order that the side rail could not latch due to a broken top rail. Side rail was broken by disruptive patient however, no adverse consequence or clinically relevant delay in treatment was reported.